Event description:
During the implant, the physician identified that stylets necessary for the operation of the retractable fixation mechanism were missing from the opened package. The necessary stylets were obtained from a new package (identical model) in order to complete the implant.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device was not returned, visual inspection of a device from the same lot of the actual device involved in incident was evaluated. From this analysis and an investigation into the device history records of the actual device involved in this incident, it was determined that the associated lot of leads were incorrectly packaged with accessory kits for another lead model.